Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes were underfilled. The following information was provided by the initial reporter. The customer stated: ¿we have two more lot numbers; ref.: 363095 . Lot: 2067085. Exp.: 30/11/22. Ref.: 363095 . Lot: 2067083. Exp.: 30/11/22.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2067085. Medical device expiration date: 2022-11-30. Device manufacture date: 2022-03-08. Medical device lot #: 2067083. Medical device expiration date: 2022-11-30. Device manufacture date: 2022-03-08. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes were underfilled. The following information was provided by the initial reporter. The customer stated: ¿we have two more lot numbers. Ref.: (B)(4). Lot: 2067085. Exp.: 30/11/22. Ref.: (B)(4). Lot: 2067083 exp.: 30/11/22.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-11-23. H.6. Investigation summary: bd received 200 samples from the customer in support of this complaint. 20 returned customer samples, along with 20 retained samples from each batch numbers of the bd inventory were functionally tested and the issue of underfill was not observed as all 80 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the returned and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.